Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, removal difficulties were encountered. The vascular access site was the femoral artery. The moderately calcified, 99% stenosed, de novo, target lesion was located in the obtuse marginal (om) of the left circumflex (lcx). A 6fr launcher jl4 guide catheter and a non-bsc 0.014 inch guide wire were advanced to the lesion site. Next, the lesion was pre-dilated with a non-bsc 2.0mm balloon. Then a taxus liberte paclitaxel-eluting coronary stent 2.75x12mm was advanced but unable to cross the lesion. The physician attempted to withdraw the device but it was trapped on the y-connector. The device was removed together with the y-connector. The procedure was completed with a different size taxus liberte paclitaxel-eluting coronary stent. No pt complications were reported and the pt status is reported as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).